Event description:
According to the initial reporter, the surgical table's floor locks were defective, causing the table not to move downward as specified. It was also reported that the surgical table's hand remote was non-functional. There are no reports of patient involvement, and there is no report of adverse consequences as a result thereof.

Manufacturer narrative:
There was no reported patient involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The serial/lot number could not be located in the installation base. Therefore, there is no information available. The surgical table is not an implantable device. The surgical table is not an explantable device. Device was evaluated in the field. The serial/lot number could not be located in the installation base. Therefore, the device manufacture date cannot be determined. Evaluation summary - according to the initial reporter, the surgical table's floor locks were defective, causing the table not to move downward as specified. It was also reported that the surgical table's hand remote was non-functional. There are no reports of patient involvement, and there is no report of adverse consequences as a result thereof. It was determined that the security of the hydraulic hoses was insufficient. The lack of security of the hydraulic hoses could potentially cause the hydraulic hose to become cut in the column case. Cutting of the hydraulic hose could potentially lead to the table to immediately drop into trendelenburg. This is a potential safety risk to the patient. The table was returned to the manufacturer for repair. This is not a single use device.